Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 87 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the stent graft was found to have migrated 12 mm distally. The stent graft migration was attributed to neck elongation. Currently the proximal neck was 28 mm in diameter and it had an angulation of 15-20 degrees anterior. There was also aneurysmal development in the iliac arteries; however, no endoleak was present and there was minimal sac enlargement. A 32x28 talent cuff was implant along with two 16x20 endurant limbs to resolve the migration and disease progression in the iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (stent migration). Patient's condition affected effectiveness of device (disease progression and aortic neck elongation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck elongation).